Event description:
The technician alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail end tube and upper pivot arms were broken. The technician replaced the side rail upper pivot arms and end tube to resolve the issue.